Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed infusion set and cartridge and resumed insulin delivery. Customer's blood glucose (bg) level was in the 300's mg/dl with a moderate/large ketone level. Bg was addressed via a correction bolus.